Event description:
While using this item to irrigate the pt's ear, the tip came apart from the body of the syringe with such force, it ruptured the pt's ear drum. Surgery was required to repair the damage. No further adverse effect has been reported.